Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The consumer reported that they did not question the negative results yet the report of having covid-19 symptoms at the time of testing is the reason for the submission of this report. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on various dates. This manufacturer's report addresses test two (2) of two (2). The consumer was experiencing covid symptoms but states she feels better now. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The intake information required to enable further investigation, such as the kit¿s lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on various dates. This manufacturer's report addresses test two (2) of two (2). The consumer was experiencing covid symptoms but states she feels better now. No additional patient information, including treatment and outcome, was provided.